Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the sensing threshold had decreased and capture threshold had increased. The sense/pace portion of the rv lead was capped and replaced. The defib portion remains implanted and functioning.